Event description:
It was reported that it is impossible to slide the mentioned device. It was also found that the tip of the sensor is broken off.

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed. The visual inspection revealed that a part of the sensor tip area was broken off due to bending overload. The round outer geometry of the sensor guide show plastic deformations caused by high bending forces applied to the sensor. Furthermore the sensor tip area shows a secondary crack resulting from bending overload. Furthermore the fracture surface shows the appearance of an intercrystalline forced rupture with a lot of secondary cracks due bending overload. Based on investigation the root cause could be attributed to a user related issue. Due to bending overload during application the tip of the sensor of the instrument broke off. Indications for any systematic, material, manufacturing or design related issue were not found in the investigation. Therefore no corrective and / or preventive action is deemed necessary at this moment.